Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that device reached elective replacement indicator due to the ventricular capture management had put the ventricular output high. The device was explanted and replaced. No patient complications have been reported as a result of this event.